Manufacturer narrative:
Immucor technical support assessed the downloaded instrument test well images in question, which appeared as visually with weak background adherence. There were no errors at the time of testing, as shown on the event log, and the camera reports were acceptable. The immucor laboratory tested retention product on (B)(6) 2018, which performed as expected. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site an unexpectedly negative antibody screen when using capture-r ready-screen (3) with an echo lumena instrument, when tested on (B)(6) 2018.